Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for familial spastic paraparesis and intractable spasticity. On this report date, during a procedure to move the pump from the abdomen to the flank per patient request, there was a questionable infected pump pocket as the physician found sanguineous fluid when the pump pocket was opened and believed there could be an infection so both pump and catheter were explanted, the explanted catheter would not be returned as it was discarded by the customer. The patient was healthy with no symptoms, rapid gram stains were done and came back negative but the belief was that the longer tests would come back positive for infection. The patient was placed on oral baclofen and antibiotics. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿ no further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-20. It was reported that the reason for the relocation of the pump was a patient issue due to movement of the pump and discomfort. Regarding the longer tests performed, no growth was seen after 5 days. No organisms, acid-fast bacilli (afb), or polymorphonuclear leukocytes (pmn) were seen. The suspected infection was considered resolved.